Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 90% to 15% while connected to a power source. The customer's blood glucose level was 70 (mg/dl). During follow up the customer stated the pump was charged to 100% successfully. Reportedly the customer would continue to use the pump for insulin therapy.